Event description:
It was reported that direct stenting was performed with another co's drug eluted stent and no problems occurred during the procedure. After removing the guide wire, it was noticed that the guide wire tip remained inside the pt. No resistance was felt during the guide wire break. During removal of the guiding catheter, the distal part of the guide wire was also removed.